Event description:
The user facility reported that the involved angio-seal device wouldn't deploy. They had to cut it and deploy it manually. There was no patient injury or medical intervention required. The procedure outcome was completed. The event occurred intra-operative. Additional information was received on (B)(6) 2022: the issue was difficulty during deployment, which then required them to cut, and deploy manually. The patient procedure prior to using the closure device was a left heart catheterization. There was no harm to the patient was in stable condition. No blood loss occurred.

Manufacturer narrative:
Explanted date - device was not explanted. Initial reporter occupation: cath lab manager. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).